Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded cold insulin into the cartridge, resulting in a blood glucose level of "high" (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. Tandem technical support educated the customer on using room temperature insulin during the fill tubing process.